Event description:
The customer reported the system displayed a communication failure error message at boot up. This error message will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.